Event description:
The customer alleged that the bed exit would not set on the bed. No pt impact.

Manufacturer narrative:
The technician found that bed scale was not zeroed. The bed scale was zeroed out by the technician to resolve the issue.